Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the damaged component - bearings could not be confirmed. However, during evaluation, it was determined that the device ran in safety and its rotations per minute below specification. It was determined that the low rpm¿s was due to worn out vanes from normal wear over time. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is user error. The assignable root cause was determined to be due to user error and normal wear if additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the motor device ran in safety (powerbroken) and its rotations per minute (rpm) were below manufacturing specifications. It was noted in the service order that the device had damaged component - bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.